Event description:
The guidewire had trouble going through the access needle that was placed inside the patient's internal jugular on the right side. After removing the access needing the wire became stuck inside the access needle and would not advance further or back out from the access needle. The surgeon tried to flush with heparinized saline to see if the issue was a result of a clot but there was no clot stuck inside the access needle. The staff believe that there was a barb of metal protruding from the lumen of the access needle catching the guidewire. A new kit had to be opened to complete the port placement. The device was unable to be saved. No harm to the patient.